Event description:
Customer reported the unit sounds intermittently and noticed the unit has the sensor port loose. No battery leakage was reported. The customer did not provide a date when this was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results - evaluation of the returned unit did not confirm the reported issue of intermittency or loose sensor port. The unit has a bent battery spring and rust on the screws on the back of the case. The unit powers on with batteries and passes all functional tests. Note: instructions for used state: hold alarm vertically upside down to prevent battery spring from bending during battery installation. Insert four new "aa" alkaline batteries. Take care not to damage battery contacts. Flip battery door down. Push down gently on batteries and slide battery door closed until it clicks shut. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. (B)(4).